Event description:
Smiths medical international ltd., has been notified of an event that air leakage through the cuff after tube was in use for five days. Unit was pretested per instructions for use. No adverse outcome. Event occurred in another country.